Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and tip found no anomalies. Typical surgery related damage is noted but is not considered abnormal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted eight weeks after implant. Rv lead was found dislodged and with loss of capture. Same model lead was successfully placed. The rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted eight weeks after implant. Rv lead was found dislodged and with loss of capture. Same model lead was successfully placed. The rv lead has been returned for analysis. No additional adverse patient effects were reported.